Manufacturer narrative:
This event was previously reported in manufacturer report number 3005094123-2019-00298 for a different suspect medical device. After further investigation on 11oct2019 the suspect medical device was updated to the architect i2000sr. An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the service history, a search for similar complaints, a review of tracking and trending data, and a review of product labeling. The field service engineer (fse) reviewed the instrument logs and determined that there may have been possible carryover contamination that occurred during testing. The fse replaced the arc, probe, which resolved the issue. A review of the analyzer service identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the arc, probe was replaced. A search for similar complaints and a review of tracking and trending data did not identify any systemic issues or trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported a false elevated troponin result when processing on the architect i2000sr. Sid (B)(6) had an initial result of 98.3. A second sample was drawn (sid (B)(6)) and the result was less than 10. Retest of both specimens was less than 10. No impact to patient management was reported.